Event description:
Caller reported issue with touchscreen responsiveness, stating that the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information, but the issue persisted, so they arranged for a replacement pump to be sent, which will include updated software. Caller acknowledged all instructions for returning the problematic pump.